Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system and confirmed that the fluoro pedal was not working for runs. The customer was informed that integris allura 15 & 12 (monoplane) was end of life. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy pedal was not working. No user or patient harm has been reported.